Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the cubie had failed, was unable to recover and required maintenance. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 19-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a cubie failed and was unrecoverable. A field service engineer confirmed that the customer had been able to open the cubie, and no further investigation was required for this device. The system functioned as intended after the customer had resolved the issue.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a cubie failed and was unrecoverable. A field service engineer confirmed that the customer had been able to open the cubie, and no further investigation was required for this device. The system functioned as intended after the customer had resolved the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the cubie had failed, was unable to recover and required maintenance. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.